Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. It was stated that the customer was vomiting and feeling tired. The customer was treated with the insulin pump and fluids. Troubleshooting was performed. The time, date, settings, and programming were correct. Advised the caller calls back to perform the high pressure test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.